Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): the analyzer was analyzed and no anomalies were found.

Event description:
It was reported the programmer was not working properly. It was also reported the analyzer was not working. The analyzer was changed, but still not working. The programmer and analyzer were returned for repair. No patient involvement was reported.